Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 4dec2018. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the display showed a white screen when booting. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 02/19/2019. Date rec¿d by MFR: 04/27/019. This is a defoa, the unit was replaced and returned for failure investigation. Failure analysis on this returned unit shows that this complaint was caused by a disconnected nec lcd cable p/n-1126538 (date code: 1611) at the 4 pin connector. Reattaching the disconnected cable at the 4 pin connector corrected this failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.